Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 107 mg/dl. No button was pressed for three minutes or longer. Buttons do not respond. Customer stated that the pump was not exposed to moisture. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer agreed to return the pump. No additional information provided.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.